Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva tpn bags were leaking. One bag was leaking from the left port and the other bag was leaking from the right port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between: 02/09/2018 to 02/10/2018 two devices were received for evaluation. Visual inspections of the bags were performed which found slices at the top of the bags where the customer likely drained the contents. Functional testing was performed by filling the bags with tap water which revealed a leak from the fill port welds of the right port on both samples. The reported condition of leak from the port was verified, however, only from the right port of both samples. A leak was not observed from the other ports. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.